Event description:
A family member reported that the customer had been in the hospital multiple times for hypoglycemia. The family member reported calling 911 after the customer's blood glucose value was 23 mg/dl., and that the paramedics gave the customer glucose injections. The family member stated that there was another low blood glucose event a week later, and the customer was hospitalized. The family member stated that paramedics came to treat the customer again, almost 2 months later, and the customer was unresponsive and flapping and flopping until given glucose injections by paramedics; the customer was not hospitalized on that occasion. The customer had been experiencing consistently low blood glucose values and the family member called the helpline because of this and because the customer was hospitalized again a few days previously, or two and a half months after the first hypoglycemic episode. Troubleshooting found the insulin pump apparently working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.